Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that occlusion alarm recurred on (B)(6) 2024. The blockage is in the tubing. The customer addressed high blood glucose by correction injection via multiple daily injection (mdi). The patient changed supplies as necessary and resumed insulin therapy. No further information available.